Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4)- additional premarket/510(k) p190006. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient needed assistance in turning off their device due to incisional soreness. The physician reached out to the field rep stating that the patient had pain in the buttocks and that they were scheduled for an explant surgery. The field representative sent in an update stating it is unknown how the patient is doing. The explant proceeded, as scheduled. Medical/surgical intervention was required.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4)- additional premarket/510(k) p190006.

Event description:
It was reported that the patient needed assistance in turning off their device due to incisional soreness. The physician reached out to the field rep stating that the patient had pain in the buttocks and that they were scheduled for an explant surgery. The field representative sent in an update stating is unknown how the patient is doing. The explant proceeded, as scheduled. Medical/surgical intervention was required.